Manufacturer narrative:
Pump noise- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump motor was making an "odd sound" during basal delivery and the customer's healthcare provider expressed concern regarding usage of the pump. The following day, the customer reported receiving a cartridge alarm 19 when attempting to deliver a bolus. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.